Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 32 x 2.50 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the distal region of the stent were noted to be lifted and pulled proximally. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found multiple kinks along the length of the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The diffused target lesion was located in the left anterior descending artery. A 32 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during procedure, the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The diffused target lesion was located in the left anterior descending artery. A 32 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during procedure, the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.